Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that there was a possible chemotherapy leak. The pump did not alarm. The leakage issue was more from the catheter rather than the pump itself. The leakage was coming from the blue tip, and the pump had been turned off the pump upon noticing the leakage to prevent further leakage. A closed system drug transfer device (cstd) was used to fill cassette. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.4 ml/hour had been programmed, with a total reservoir volume of 110 ml and given exact volume but verified remaining amount of 35.6 ml out of 110 ml. The length of infusion had been set to 46 hours. The pump was not used to prime the extension tubing; instead, it was primed with saline and medication. The event occurred while in use with a patient, and the patient was not medically affected.